Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 02/06/2025, intuitive surgical, inc. (Isi) received user facility report mw5165309 stating: davinci robot- davinci fenestrated bipolar: while grasping a suture a wire became exposed out of the tip of the device. Device was removed from the trochar safetly patient was without harm. A new fenestrated bipolar davanci arm was obtained and inserted into trochar. No harm to patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.